Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter safety mechanism failed to retract the needle during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about the safety mechanism failing to work. The customer reported as follows: the hcp pressed the button but the safety mechanism did not work, causing the puncture site covered in blood. Re-puncture using another new product was required."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter safety mechanism failed to retract the needle during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about the safety mechanism failing to work. The customer reported as follows: the hcp pressed the button but the safety mechanism did not work, causing the puncture site covered in blood. Re-puncture using another new product was required."